Event description:
Patient allegedly received an implant on (B)(6) 2012 via the right internal jugular vein due to deep vein thrombosis. It is also alleged that a competitor's filter was implanted on (B)(6) 2013 because the celect filter was not sufficiently blocking blood clots. Patient is alleging vena cava perforation, device unable to be retrieved, bleeding, and "extensive clot requiring 2nd filter." The patient further alleges "bleeding in bowels, varicose veins, blockage which lead to leg spasm, cramps, vein enlargement, painful swelling in legs and lower extremities" and difficulty with "walking, running, standing for any length of time." Per implant report (non-cook) dated (B)(6) 2013: "there is thrombus located above the filter." "This confirmed the supra filter clot as well as the level of the renals..." "I am afraid at this point in time that the thrombus is mostly matured and likely represents scar tissue." Per report from CT (computed tomography) dated (B)(6) 2016: "the struts of the filter project outside the lumen of the vena cava itself. Massive distention and thrombosis within the ivc and lower extremity veins is no longer identified. There are likely several venous collaterals throughout the abdomen." "There is a 3.5 cm in length component of thrombus extending through the tines of the ivc filter to the level of the infrahepatic ivc. There is some central recanalization of the thrombus of the left femoral vein. The ivc filter tines are noted to extend beyond the wall and into the adjacent structures including the right psoas musculature and causing a pressure erosion of an adjacent vertebral body." "Extensive venous thrombosis extending proximally from the level of the ivc filter which is at the level of the renal veins and distally to involve the bilateral iliac and femoral veins. Some of the clot is hyperdense suggesting acuity. A 3.5 cm component of clot extends through the tines of the ivc filter towards the infrahepatic tines are noted to extend beyond the ivc wall into adjacent structures."

Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01354.

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2012. The patient alleges to have been injured without further explanation.